Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 496 mg/dl. The customer stated insulin is squirting out during manual prime process. Customer stated insulin continue to drip after motor stops during manual prime process. The customer successfully changed out the infusion set and reservoir. The customer was advised to revert to a backup plan and assisted setting up the basal and bolus setting the customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.